Manufacturer narrative:
Additional information: system logs were received and reviewed. It was discovered that the registration pattern had points under the skin in several places including the hard anatomical structures (near the nose) which did not yield an optimal registration pattern. Additionally, the used images did not have the patient's nose completely as the tip of the nose was missing.

Manufacturer narrative:
Correction: the exams used in the procedure were evaluated by medtronic personnel. Not the logs, as previously indicated. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
(B)(6). Patient age not available from the site. Patient weight not available from the site. On 7/21/2017 a medtronic representative went to site to test the equipment. System checkout was performed. Representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation

Event description:
A site representative reported that during a cranial resection procedure with the navigation system an inaccuracy was noticed. The procedure was completed without the use of imaging and navigation. There was no delay to the procedure. No impact on patient outcome.